Event description:
It was reported this balloon ruptured on the second inflation, exceeding the rated burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure. During withdrawal of the balloon catheter through the introducer sheath resistance was encountered. Continual exertion against resistance resulted on the balloon detaching in the pt. Retrieval attempts with another balloon catheter were unsuccessful and the detached balloon subsequently migrated to the heart. No further retrieval was attempted. Another balloon catheter was used to successfully complete the procedure and the pt remains asymptomatic. The physician feels the pt will not suffer any sequelae from this event. One catheter shaft was rec'd, evaluated and retained by this MFR. The balloon was not returned for eval. Fragments of balloon material were located at the proximal bond area. Adhesive was located at the distal bond area. A kink was located at the strain relief of the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow up revealed resistance was encountered during withdrawal of the device through the introducer sheath. This device displayed characteristics consistent with exertion against resistance, a kink in the strain relief of the catheter shaft. It was also indicated this device was inflated beyond its rated burst pressure. Co believes the above factors may have contributed to this event. Directions for use state: "if loss pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."